Event description:
An 85 year old female patient was admitted for right hip fixation. When patient was undergoing surgery of right total hip arthroplasty, after the bone cement was put in the right hip, the patient's blood pressure began to drop. A code (cardiac arrest) was called. The patient was not able to be revived. The patient's death was pronounced in the operating roomdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: inherent risk of procedure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: invalid data. The device was destroyed/disposed of.